Event description:
It was reported the pt's ipg was unable to communicate with the charger and the programmer. Replacement of these external devices were sent to the pt, but these did not resolve the issues. It was reported the pt spoke with her physician, and surgical intervention to address the issues is likely. The pt will continue working closely with her physician to resolve these issues.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.